Manufacturer narrative:
At the customer¿s request, 2 sets of heart start adult/child plus pads (single use pads) (989803107781) were delivered. The device remains at the customer site, and no further evaluation is warranted at this time.at the customer¿s request, 2 sets of heart start adult/child plus pads (single use pads) (989803107781) were delivered. The device remains at the customer site, and no further evaluation is warranted at this time. It is confirmed that the customer requested the part supply and there was no device malfunction. This is a non-complaint.

Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had problem on plates. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.